Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the 'ok' button was unresponsive. There is no additional information available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 05/09/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/11/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. When the pump powered on to the verify screen, scrolling occurred without user intervention. There was no hypersensitivity found with the keypad buttons. There was evidence of keypad contamination found under all key contacts. Evaluation revealed moisture inside the pump. The audio bolus button was found to be detached, and investigation revealed a bolus button leak.